Event description:
It was reported that the customer had low blood glucose levels of about 40 mg/dl. The customer treated with glucose tab and soda. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.